Event description:
Health care professional (hcp) of the home patient (hp) reported 2 incidents of the hp feeling full, as if pt were overfilled, while using the homechoice procycler for automated peritoneal dialysis therapy. Hcp relates on 7/18/00, the hp started their automated peritoneal dialysis therapy with 3000mls in the peritoneum. According to the hcp, the homechoice pro cycler started therapy but "skipped" the initial drain phase and advanced into fill 1, delivering the programmed fill volume of 2500mls. Hcp relates therapy continued into dwell 1 when the hp telephoned the hcp feeling full. Hcp bypassed the hp into drain 1 and the hp continued therapy to completion with no further difficulties. Hcp does not remember the volume of fluid the hp drained during drain 1. Hcp reviewed the hp's program parameters and found the initial drain alarm had been turned to "off". Hcp relates the hp had reported feeling overfilled prior to incident on 7/18/00, however, hcp has no incident detail. Hcp relates there were no pt injury or medical intervention.